Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the failure. During carotid endarterectomy (cea) procedure, when surgeon removed the arms of the shunt from the patient's vessel, he observed the depth markings had flaked off on certain locations. It could not be confirmed when the ink started to peel off the extrusion. However, the surgeon observed the malfunction when the device was placed in the operating table after withdrawing it from the patient's vessel. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have sold all of the 175 units manufactured in this lot number including 40 units to this hospital. We have not received any other similar complaints from other customers. After receiving this complaint, we have performed a scratch test on 20 samples on an in-process lot. Samples were tested pre-sterilization and pre-packaging. We were unable to remove ink from any of the samples during the scratch test. We have also performed a scratch test on a sample of post sterilized lot of shunt. In those tested units, we were unable to remove ink from any of the shunts when normal force was applied. Please note that we have also submitted manufacturer incident report# 1220948-2020-00047 and 1220948-2020-00048 relating to other similar cases that were reported to us by the same hospital.

Event description:
During endarterectomy procedure, surgeon observed the depth markings on the shunt lumen flaked off at some locations. The malfunction was detected upon removal of the device from the patient's artery. There was no injury to the patient as the result of this incident. This is report 3 of 3.